Event description:
Patient presented to the physician with pain at the ipg pocket. Physician brought the patient into the operating room, opened the chest incision, and observed that one of the sutures had broken and the ipg had rotated. Physician moved and repositioned the ipg, re-sutured, and closed.